Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. The customer did not know how low her blood glucose levels got, but she was at 400 mg/dl after being treated. The customer also stated that she has another medical condition that may have contributed to the event. The customer's husband was with her, and she declined to troubleshoot. Nothing further was reported.